Event description:
Facility reported that pt had new long life transfer set applieed in morning. In afternoon pt returned complaining that the transfer set waas leaking. Small hole was noted at proximal end of tubing.